Event description:
It was reported that pts in the hospital's ICU have complained about pain on nose and forehead from wearing the niv mask. More than one developed decubitus ulcer and needed treatment of a wound care specialist.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.